Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by a healthcare professional in china that during a glenoid lip repair procedure on (B)(6) 2022, it was observed that the anchor on the gryphon p br ds anchor w/orthocord device was cracked upon opening its package. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: ((B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a folow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> the customer provided both a photo and the complaint sample for evaluation. Visual inspection of the photo and the complaint device both determined that the anchor was broken on the proximal end. Upon visual inspection of the complaint device, it was determined that the device anchor was broken on the proximal end. A manufacturing investigation was performed with the following results: a training verification has been performed at the moment in the production where the issue could have occurred. Every employee has completed the training for the processes. ¿ risk assessment - according to process failure modes and effects analysis: - 0 complaints received over 178985parts produced since 2016. - with a ratio of 0.000 % < 0.02% and is ranking 1 (= improbable and negligeable). This risk is acceptable. ¿ other quality system data analysis complaint research, with the same defect did show 0 other case with this issue from 2016 to now with the item reference 210813: no nr was found during the research. ¿ root cause description and rationale based on the above, it is confirmed that the manufacturing process has been performed according to the validated processes. The root cause is not manufacturing related. A product with a anchor cracked cannot leave mitek neuchatel like this. We have in our procedures and processes: - 3 manufacturing steps with 100% control for the anchors: sws0555rev8, sws-0525rev4, sws0538rev5, we could not assemble with a faulty anchor 100008. A defective anchor is identified if there is one during the 100% inspection. 2 production steps that guarantee that the product is protected: tray and desiccating: sws-0538 rev5, sws-0556rev2. ¿ conclusion: a manufacturing investigation activity has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. A closer look to the controls in production processes has been done. The results show that this batch of product was processed without any incident. Nevertheless, there is no evidence of manufacturing anomalies. Based on the above, it is confirmed that the manufacturing process has been performed according to the validated processes. The root cause is not manufacturing related. A manufacturing record evaluation was performed for the finished device 8l77977 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.